Manufacturer narrative:
(B)(4) a patient using a sharp object to open the over pouch is a known cause of this alarm. This is also a report of use error, where the patient was connected to the patient line during the prime phase. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ the guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis therapy. The table was wet underneath the supply bag. The patient used scissors to open the over pouch. The patient was also connected during priming. Proper procedures per the user manual were reviewed with the patient. The technical service representative assisted with clearing the alarm and ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.